Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The connector portion of the lead was returned for analysis. Visual examination found that the outer insulation was abraded. At 5.2 cm and 10.8 cm from the connector pin due to friction with the ICD can. Coil continuity was normal. (B) (4) no complaint was received with return of the device. Failure (event) observed during analysis.